Manufacturer narrative:
Block b3 date of event: date of event was approximated to november 10, 2014 (first clinic visit post implantation) as no event date was reported. Block e1: patient's additional lawyers: (B)(6). The device was implanted at (B)(6) medical center, (B)(6). Implanting surgeon: dr. (B)(6) ((B)(6) medical center). Mesh excision (suburethral portion): dr. (B)(6), assisted by dr. (B)(6) ((B)(6) medical center) mesh excision (complete): dr. (B)(6) ((B)(6) hospital). Blocks f10 and h6: patient codes e1405, e020201, e1715, e1301, e0123, e1310, e2326, e0506, e2010, e2330, e1002, f1903, f2303 capture the reportable events painful intercourse, anxiety, scarring, dysuria, nerve injury, urinary tract infection, inflammation, vaginal bleeding, adhesions, pelvic/vaginal pain, abdominal/bladder pain, removal surgeries and required medications. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted during a procedure performed on (B)(6), 2014. As per reported by the patient's attorney, as a result of the device implantation, the patient has suffered urinary frequency and incontinence, dysuria, vaginal and pelvic pain, dyspareunia, scarring, nerve injury including injury to obturator and pudendal nerves, physical impairment, emotional distress, suffering, and the need for revision/removal surgeries. The patient is still suffering and receiving treatment. Boston scientific has been unable to obtain additional information regarding the event to date. ***additional information received on 14jan2022*** on (B)(6), 2014, patient underwent anterior repair/tot procedure due to stress urinary incontinence and cystocele. Findings during the procedure: grade 2 cystocele, good posterior and apical support. Patient tolerated procedure well and was transported from the operating room, extubated in good condition. No complications. On (B)(6), 2014, patient presents for follow-up, complains being still very sore on her pelvic area, but she is able to urinate now however, she reports difficulty initiating the voiding stream, with blood tinged, scanty amount urine. She takes norco every 4 to 6 hours for pain, with good relief. On (B)(6), 2015, patient sought consult due to urinary tract infection and urinary incontinence. On (B)(6), 2015, cystoscopy was performed and there was no mesh found in the bladder of the urethra. On (B)(6), 2018, patient presents for follow-up for vaginal pain. She states she is having sharp pains in her vaginal area. On the following day, patient had another follow-up and reports several concerns regarding her pelvic floor, reports dryness and discomfort with intercourse. She does have a tight scar tissue band across the midline with a focal remnant scar tissue in the midline approximately 4.5cm from the genital hiatus along the anterior wall in the midline. Discussed with her physician plan to remove the sling and remove scar tissue from her anterior repair. Also reviewed worsening problems with her bladder with regards her incontinence and prolapse recurrence and injury to the bladder due to the surgery. On (B)(6), 2018, patient sought consult for pelvic pain, frequency and mild incontinence. She was started on toviaz. Thick scar tissue was noted in the bladder neck area which is tender. Suggested pelvic physical therapy before surgery to remove sling. Patient states her incontinence is not severe. She reports severe pain and frequency, difficulty voiding, which all started after surgery. She also states she now can still have sex but is painful for her. During another follow-up on (B)(6), 2018, patient now notes she is unable to orgasm. She notes constant pain during intercourse and that her "nerves are shot" after all she has been through. She also reports issues with anxiety and worry and has moments of extreme anxiety. She was prescribed fluoxetine (prozac) 10mg capsule and hydroxyzine pamoate (vistaril) 25mg capsule. On (B)(6), 2018, patient presents with symptoms of uti and complains of pelvic pain, malodorous urine for 2 to 3 days. She also reports a fever yesterday. Patient was then scheduled for excision of sling (suburethral portion) on (B)(6), 2018. Procedures performed include the following: cystourethroscopy; urethral calibration; hydrodistention of the bladder under ga; excision of midurethral sling (suburethral portion); periurethral trigger point injection of bupivacaine and triamcinolone for myalgia; bladder installation with phenazypyridine and bupivacaine; insertion of b & o suppository. Cefazolin was given perioperatively. No complications reported. Pathology report revealed a blue plastic mesh with white-tan adhesed soft tissue. During post-op follow-up on (B)(6), 2018, patient reports suprapubic abdominal cramping and also claims she had fever and chills. She states these symptoms have progressed since her surgery last month. Clinical impression: cystitis. On (B)(6), 2019, patient again presents for follow-up due to dysuria. On (B)(6), 2019, patient presents for follow-up of generalized anxiety disorder with increased dose of prozac. On (B)(6), 2019, patient called requesting to be seen, reports that she is having sharp bladder pain on either side of her bladder where her sling is placed. Patient was then seen in consultation where she reports mood disorder and that sometimes she starts crying without any reason. Between (B)(6) 2019, patient made several clinic visits due to recurring uti symptoms and her anxiety. Mesh removal (right portion) was scheduled on (B)(6), 2019. Patient underwent transvaginal mesh excision with cystocele repair, and right groin exploration with mesh excision. Diagnosis: obturator neuralgia, vaginal pain, pudendal neuralgia, cystocele. Estimated blood loss was 500ml. No complications. Specimen consisted of two strips of synthetic mesh material with surrounding fibrous-appearing pink-red tissue. Patient had recurring urinary issues (dysuria, hematuria, frequency and urgency) and went on several clinic visits from (B)(6) 2019 to (B)(6) 2020. On (B)(6), 2020, patient reports lower abdominal pain and chronic left-sided low back pain. Left groin exploration with mesh excision was performed on (B)(6), 2020. Diagnosis: postoperative obturator neuralgia, pudendal neuralgia and vaginal pain. The entire piece of groin mesh was located within the gracilis muscle and was completely excised. No significant bleeding; no complications. Pathology report shows mild chronic inflammation. During a postop follow-up on (B)(6), patient states she has a considerable pain associated with the incision, says it is more painful than when she had the right groin mesh removed. Yesterday she had significant nausea and vomiting. Meds prescribed: hydromorphone (dilaudid) 2mg tab, promethazine (phenergan) 25mg tab, amoxicillin-clavulanate (augmentin) 875-125mg/tab. On (B)(6), 2020, patient presents with pain in her left ankle, states it occurred when she fell outside her house and twisted it. She reports it was due to bilateral lower extremity numbness and occurrences where her leg would "give out" which she attributes to history of abdominal surgery and urethral mesh creating nerve damage.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2014 (implant date) as no event date was reported. (B)(6). The device was implanted at (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted during a procedure performed on (B)(6) 2014. As per reported by the patient's attorney, as a result of the device implantation, the patient has suffered urinary frequency and incontinence, dysuria, vaginal and pelvic pain, dyspareunia, scarring, nerve injury including injury to obturator and pudendal nerves, physical impairment, emotional distress, suffering, and the need for revision/removal surgeries. The patient is still suffering and receiving treatment. Boston scientific has been unable to obtain additional information regarding the event to date.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted during a procedure performed on (B)(6), 2014. As per reported by the patient's attorney, as a result of the device implantation, the patient has suffered urinary frequency and incontinence, dysuria, vaginal and pelvic pain, dyspareunia, scarring, nerve injury including injury to obturator and pudendal nerves, physical impairment, emotional distress, suffering, and the need for revision/removal surgeries. The patient is still suffering and receiving treatment. Boston scientific has been unable to obtain additional information regarding the event to date. ***additional information received on 14jan2022*** on (B)(6), 2014, patient underwent anterior repair/tot procedure due to stress urinary incontinence and cystocele. Findings during the procedure: grade 2 cystocele, good posterior and apical support. Patient tolerated procedure well and was transported from the operating room, extubated in good condition. No complications. On (B)(6), 2014, patient presents for follow-up, complains being still very sore on her pelvic area, but she is able to urinate now however, she reports difficulty initiating the voiding stream, with blood tinged, scanty amount urine. She takes norco every 4 to 6 hours for pain, with good relief. On (B)(6), 2015, patient sought consult due to urinary tract infection and urinary incontinence. On (B)(6), 2015, cystoscopy was performed and there was no mesh found in the bladder of the urethra. On (B)(6), 2018, patient presents for follow-up for vaginal pain. She states she is having sharp pains in her vaginal area. On the following day, patient had another follow-up and reports several concerns regarding her pelvic floor, reports dryness and discomfort with intercourse. She does have a tight scar tissue band across the midline with a focal remnant scar tissue in the midline approximately 4.5cm from the genital hiatus along the anterior wall in the midline. Discussed with her physician plan to remove the sling and remove scar tissue from her anterior repair. Also reviewed worsening problems with her bladder with regards her incontinence and prolapse recurrence and injury to the bladder due to the surgery. On (B)(6), 2018, patient sought consult for pelvic pain, frequency and mild incontinence. She was started on toviaz. Thick scar tissue was noted in the bladder neck area which is tender. Suggested pelvic physical therapy before surgery to remove sling. Patient states her incontinence is not severe. She reports severe pain and frequency, difficulty voiding, which all started after surgery. She also states she now can still have sex but is painful for her. During another follow-up on (B)(6), 2018, patient now notes she is unable to orgasm. She notes constant pain during intercourse and that her "nerves are shot" after all she has been through. She also reports issues with anxiety and worry and has moments of extreme anxiety. She was prescribed fluoxetine (prozac) 10mg capsule and hydroxyzine pamoate (vistaril) 25mg capsule. On (B)(6), 2018, patient presents with symptoms of uti and complains of pelvic pain, malodorous urine for 2 to 3 days. She also reports a fever yesterday. Patient was then scheduled for excision of sling (suburethral portion) on (B)(6), 2018. Procedures performed include the following: cystourethroscopy; urethral calibration; hydrodistention of the bladder under ga; excision of midurethral sling (suburethral portion); periurethral trigger point injection of bupivacaine and triamcinolone for myalgia; bladder installation with phenazypyridine and bupivacaine; insertion of b & o suppository. Cefazolin was given perioperatively. No complications reported. Pathology report revealed a blue plastic mesh with white-tan adhesed soft tissue. During post-op follow-up on december 21, 2018, patient reports suprapubic abdominal cramping and also claims she had fever and chills. She states these symptoms have progressed since her surgery last month. Clinical impression: cystitis. On (B)(6), 2019, patient again presents for follow-up due to dysuria. On (B)(6), 2019, patient presents for follow-up of generalized anxiety disorder with increased dose of prozac. On (B)(6), 2019, patient called requesting to be seen, reports that she is having sharp bladder pain on either side of her bladder where her sling is placed. Patient was then seen in consultation where she reports mood disorder and that sometimes she starts crying without any reason. Between (B)(6) and (B)(6) 2019, patient made several clinic visits due to recurring uti symptoms and her anxiety. Mesh removal (right portion) was scheduled on (B)(6), 2019. Patient underwent transvaginal mesh excision with cystocele repair, and right groin exploration with mesh excision. Diagnosis: obturator neuralgia, vaginal pain, pudendal neuralgia, cystocele. Estimated blood loss was 500ml. No complications. Specimen consisted of two strips of synthetic mesh material with surrounding fibrous-appearing pink-red tissue. Patient had recurring urinary issues (dysuria, hematuria, frequency and urgency) and went on several clinic visits from (B)(6) 2019 to (B)(6) 2020. On (B)(6), 2020, patient reports lower abdominal pain and chronic left-sided low back pain. Left groin exploration with mesh excision was performed on (B)(6), 2020. Diagnosis: postoperative obturator neuralgia, pudendal neuralgia and vaginal pain. The entire piece of groin mesh was located within the gracilis muscle and was completely excised. No significant bleeding; no complications. Pathology report shows mild chronic inflammation. During a postop follow-up on (B)(6), patient states she has a considerable pain associated with the incision, says it is more painful than when she had the right groin mesh removed. Yesterday she had significant nausea and vomiting. Meds prescribed: hydromorphone (dilaudid) 2mg tab, promethazine (phenergan) 25mg tab, amoxicillin-clavulanate (augmentin) 875-125mg/tab. On (B)(6), 2020, patient presents with pain in her left ankle, states it occurred when she fell outside her house and twisted it. She reports it was due to bilateral lower extremity numbness and occurrences where her leg would "give out" which she attributes to history of abdominal surgery and urethral mesh creating nerve damage. ***additional information received on april 29, 2022** the patient had her mesh explant procedure on (B)(6), 2019, and the patient's postoperative course was complicated by uti which was noted at the time of admission as well as a fever of unclear etiology. The patient was treated with antibiotics and was considered stable for discharge on postoperative day 2. She was discharged with augmentin and macrobid. Urine culture was sensitive to macrobid. Oral analgesics and other routine instructions were advised. She was also recommended to follow-up with the physician toward the end of the following week.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to november 10, 2014 (first clinic visit post implantation) as no event date was reported. Block e1: patient's additional lawyers: (B)(6). The device was implanted at (B)(6) medical center, (B)(6). Implanting surgeon: dr. (B)(6) ((B)(6) medical center). Mesh excision (suburethral portion): dr. (B)(6), assisted by dr. (B)(6) ((B)(6) medical center). Mesh excision (complete): dr. (B)(6) ((B)(6)hospital). Blocks f10 and h6: patient codes e1405, e020201, e1715, e1301, e0123, e1310, e2326, e0506, e2010, e2330, e1002, f1903, f2303 capture the reportable events painful intercourse, anxiety, scarring, dysuria, nerve injury, urinary tract infection, inflammation, vaginal bleeding, adhesions, pelvic/vaginal pain, abdominal/bladder pain, removal surgeries and required medications. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.